Event description:
User facility reports haptic broke during insertion and the wound was widened to remove the lens. Additional information obtained from the surgeon indicates that the lens haptic was stuck in the iol inserter (capital) thus preventing the lens from unfolding after insertion into the eye. When the surgeon attempted to remove the inserter the haptic was torn. The surgeon did not report any surgical complication and did not mention a widened wound.

Manufacturer narrative:
The evaluation of the returned lens revealed one haptic broken in the gusset area and the optic was split in 2 pieces. It is important to add that this lens has not been approved for use in an insertor as was used by the customer. This report was mailed in to FDA on: 11/18/97.